Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.